Event description:
Limited info received in which facility reported that pre-treatment pt reported shortness of breath and weakness and had experienced a fever for 24 hrs. During treatment pt experienced a temp and chills and received epo, heparin, venofer, kefzol and phenergan (doses and routes unk). Pt was hospitalized post-treatment. Blood cultures were obtained and the results showed klebsiella penumoniae. Pt's type of access was a gortex. Dialyzer in use was a baxter psn-140. Dialysate used was 3k/3caa.